Event description:
Hill-rom technician found this bed had no bed functions. He discovered that the power supply board had fluid ingress, but did not know the cause. He replaced the power supply board and the bed functioned properly. The bed was located in the engineering shop and there were no alleged injuries.